Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the they did hear beeps when audio volume settings were saved. Customer reports they did not hear the differences between the two audio beep volumes. The customer also report that insulin pump had hardware low level failures error occurred two times in a row during self test. The customer¿s blood glucose was 6.8 mmol/liter at the time of incident. The insulin pump will be return for analysis.

Manufacturer narrative:
Device passed the displacement test. Adjusted the audio options audio volume and each setting functioned properly. However, device alarmed hardware low level failures error during the self test and hardware low level failures error is found in the formatted history file due to broken traces at pin keypad assembly.